Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked reservoir window and cracked case near display window corners during visual inspection. No button response and button error alarm due to corroded keypad traces noted. The pump was received with moisture damage on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 171 mg/dl. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer mentioned condensation under the lcd display. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.